Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes/migration of the essure device to the abdominal or pelvic cavity') and perforation ('perforation of other organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria hospitalization and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (with essure)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: as a result of the defendants' negligence and misrepresentation, the plaintiff has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of the fallopian tubes/migration of the essure device to the abdominal or pelvic cavity") and perforation ("perforation of other organs") in a female patient who had essure inserted (lot no. D87027). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of nickel allergy, tonsillectomy, uterine prolapse, back pain, anxiety, depression, migraine, augmentation mammoplasty, tonsillectomy, parity 3 and multi gravida. Previously administered products included: mirena. Concurrent conditions were listed as vaginal prolapse, migraine, cystocele, uterine prolapse, celiac disease, pulmonary embolism, bipolar disorder, stress incontinence, overactive bladder, pelvic organ prolapse, pelvic discomfort, cystocele and ovarian cyst. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and intervention required), perforation (seriousness criteria hospitalisation and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy (with essure)"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (vaginal hysterectomy, salpingectomy, and vaginal hysterectomy, salpingectomy). At the time of the report, the outcomes for these events were unknown. Essure was removed on (B)(6) 2020. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: as a result of the defendants' negligence and misrepresentation, the plaintiff has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: post essure placement at the end of the endometrial canal is smooth in outline. There is no evidence of filling of the fallopian tubes or periosteal spill on either side [pathology test] on (B)(6) 2020: specimen submitted: uterus, cervix and bilateral tubes diagnosis: 1. Uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: squamous metaplasia. Uterus: proliferative endometrium. Adenomyosis. Leiomyoma. Fallopian tubes: no significant pathologic change gross description: the specimen is received in a formalin-filled container labelled with the 1) bilateral fallopian tubes with essure coils, uterus plus cervix". The specimen consists of a pear shaped uterus and cervix and detached bilateral fallopian tubes and two coils. First detached fallopian tube measures 5 cm long x 0.9 cm in diameter, with attached fimbria. Tube and fimbria are grossly unremarkable. Second detached fallopian tube measures 6 cm long x 0.9 cm in diameter with attached fimbria. Tube and fimbria are grossly unremarkable [ultrasound pelvis] on (B)(6) 2013: indication: localization of iud uterus- iucd placed correctly at the fundus of the uterus. Impression: iucd is in good position, small 2 cm partially collapsed right ovarian cys; on (B)(6) 2016: iud is in satisfactory position approximately 3 mm from the top of the endometrial cavity. No complication is identified. Impression: normal pelvic ultrasound. Iud remains in good position within the endometrial cavity. No iud complication is identified; on (B)(6) 2018: the uterus is anteverted and normal in size as well as texture. A few nabothian cysts are noted in the cervix. The endometrial lining is normal in thickness at 9 mm. Both ovaries, the adnexa and the urinary bladder are normal; on (B)(6) 2019: findings: there are bilateral essure coils impression: no significant pelvic abnormality quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-mar-2024: medical record received. Lab data including (surgical pathology report) added. Medical history, concomitant conditions , concomitant drugs are added. New reporters are added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of the fallopian tubes/migration of the essure device to the abdominal or pelvic cavity") and perforation ("perforation of other organs") in a female patient who had essure inserted (lot no. D87027). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of nickel allergy, tonsillectomy, uterine prolapse, back pain, anxiety, depression, migraine, augmentation mammoplasty, tonsillectomy, parity 3 and multi gravida. Previously administered products included: mirena. Concurrent conditions were listed as vaginal prolapse, migraine, cystocele, uterine prolapse, celiac disease, pulmonary embolism, bipolar disorder, stress incontinence, overactive bladder, pelvic organ prolapse, pelvic discomfort, cystocele and ovarian cyst. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria hospitalisation and intervention required), fallopian tube perforation (seriousness criteria hospitalisation and intervention required), perforation (seriousness criteria hospitalisation and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy (with essure)"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (vaginal hysterectomy, salpingectomy, and vaginal hysterectomy, salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: as a result of the defendants' negligence and misrepresentation, the plaintiff has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: post essure placement at the end of the endometrial canal is smooth in outline. There is no evidence of filling of the fallopian tubes or periosteal spill on either side [pathology test] on (B)(6) 2020: specimen submitted: uterus, cervix and bilateral tubes diagnosis: 1. Uterus, cervix, and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: squamous metaplasia. Uterus: proliferative endometrium. Adenomyosis. Leiomyoma. Fallopian tubes: no significant pathologic change gross description: the specimen is received in a formalin-filled container labelled with the 1) bilateral fallopian tubes with essure coils, uterus plus cervix". The specimen consists of a pear shaped uterus and cervix and detached bilateral fallopian tubes and two coils. First detached fallopian tube measures 5 cm long x 0.9 cm in diameter, with attached fimbria. Tube and fimbria are grossly unremarkable. Second detached fallopian tube measures 6 cm long x 0.9 cm in diameter with attached fimbria. Tube and fimbria are grossly unremarkable [ultrasound pelvis] on (B)(6) 2013: indication: localization of iud uterus- iucd placed correctly at the fundus of the uterus. Impression: iucd is in good position, small 2 cm partially collapsed right ovarian cys; on (B)(6) 2016: iud is in satisfactory position approximately 3 mm from the top of the endometrial cavity. No complication is identified. Impression: normal pelvic ultrasound. Iud remains in good position within the endometrial cavity. No iud complication is identified; on (B)(6) 2018: the uterus is anteverted and normal in size as well as texture. A few nabothian cysts are noted in the cervix. The endometrial lining is normal in thickness at 9 mm. Both ovaries, the adnexa and the urinary bladder are normal; on (B)(6) 2019: findings: there are bilateral essure coils impression: no significant pelvic abnormality lot number: d87027 manufacture date: 2015-04-14 expiration date: 2018-04-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-apr-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes/migration of the essure device to the abdominal or pelvic cavity') and perforation ('perforation of other organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria hospitalization and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (with essure)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: as a result of the defendants' negligence and misrepresentation, the plaintiff has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: the pregnancy field has been changed from unknown to yes and the pregnancy outcome has changed from empty to not reported. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of the fallopian tubes/migration of the essure device to the abdominal or pelvic cavity') and perforation ('perforation of other organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria hospitalization and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (with essure)"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the uterine perforation, fallopian tube perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: as a result of the defendants' negligence and misrepresentation, the plaintiff has suffered and continues to suffer from chronic symptoms, including physical pain, as well as psychological stress and depression. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.